Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Smartablate generator, model #: m-4900-07, serial #: (B)(4). Smartablate pump, model #: m-4900-08, serial #: (B)(4). Pentaray catheter. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for ischemic ventricular tachycardia (isvt) on (B)(6) 2016 with a smart touch bi-directional catheter and suffered a heart block av third degree requiring a cardiac pacemaker insertion. The patient's medical history is unknown. The patient was stabilized and transferred to the ccu for observation. There is no information about the hospitalization. The physician's opinion regarding the cause of this adverse event was not provided. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.